Event description:
Customer reported a crack running along the drive support cap. It was noted that the piston was pushing forward and the button pushed out. The drive support cap was noted to be loose. Customer's blood glucose reading at the time of the call was 355 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked end cap. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.